Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No blank display anomalies noted during testing. All buttons function properly; the connector on printed circuit board was not unlocked and no damage to keypad traces noted during visual inspection. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, and slightly peeling off end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump were not responsive. The customer¿s blood glucose level was 253 mg/dl at the time of the incident. The customer also reported the insulin pump had a blank display. Customer stated the battery cap was not damaged nor corroded. The customer was advised the device will be replaced. The insulin pump will be returned for analysis.